Manufacturer narrative:
The event: catheter torn. Visual evaluation of the returned device found that the working length and distal tip of the device were twisted and the catheter was melted/torn 8 mm at the distal pierce hole, displacing the cutting wire. The exposed cutting wire length was measured, and it was found that the total cutting wire length prior to displacement was within specifications. Functional evaluation found that bowing of the device was impeded by the displacement of the cutting wire which shortened the exposed cutting wire length. The device failed to bow both outside and inside the duodenoscope due to the condition of the catheter. Review and analysis of all available information indicated the most probable root cause for this event was operational cotext, since anatomical/procedural factors encountered during the procedure could have limited device performance and contributed to the failures. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device could not be bowed inside the patient. The device was removed, and when tested outside the patient, the device still failed to bow. It was reported that there was no visible damage to the device. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: catheter torn.